Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of an evolut pro 26, a new left bundle branch block (lbbb) was observed and not treatment was reported. The patient had a history of aortic valve stenosis and was classified as nyha functional class iii. Electrocardiogram abnormalities, specifically av block I, were noted prior to the procedure. The patient was discharged without late complications. However, the patient later died on (B)(6) 2024 due to a cardiovascular cause, which was attributed to valve-related issues, specifically acute pulmonary edema due to transcatheter aortic valve degeneration.